Event description:
The customer called to report being hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. The customer had just changed the insertion site, not the tubing or reservoir, the day prior to the event. The customer stated that the insulin pump was alarming no delivery when she woke up, the day of the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer did not feel comfortable with this insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.